Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that sixteen days post implant the patient experienced pericardial effusion and breast pain. It was found that the right ventricular (rv) lead had no capture at maximum output in both unipolar and bipolar configurations. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. <(><<)>end>